Manufacturer narrative:
(B)(6). (B)(4). Product analysis: the returned flexima rx delivery system and one stent was analyzed, and a visual evaluation noted that the push catheter and guide catheter were kinked/bent in several locations. The guide catheter was detached from the delivery system. Even though the functional inspection was not performed, findings from visual assessment indicated that likely there were issues to deploy the stent during the procedure. No other issues with the device were noted. The reported event was confirmed. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the catheters. Once the catheters are kinked/bent, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues deploying the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in guide catheter detachment due to friction between the components (push/guide catheter) at kinked/bent areas. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement in the lower bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was released, they have observed that the stent was unable to separate from the delivery system. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.